Manufacturer narrative:
This product is manufactured in switzerland and is not marketed in the u.s. (B)(4) - no known impact or consequence to patient; torn material; break. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the 12.6mm vicmo12.6 implantable collamer lens tore as the surgeon was delivering it in the eye. The lens was removed and no patient injury was reported.